Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. From the downloaded electronic data files it was observed that an inappropriate loss of power had been registered. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off automatically when it was used to monitor a patient. No information on the patient outcome or patient details was provided.